Manufacturer narrative:
The reported event of lead could not be fixed and lead tip broken was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray inspections did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead could not be fixed when it was placed on the right ventricle. Lead tip was found to be broken, the reason was unknown. The rv lead was replaced. There were no adverse health consequences, the patient was stable.